Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle mechanism had fully deployed before the pod was able to be used. The patient's blood glucose (bg) values reached over 250 mg/dl.

Manufacturer narrative:
The pink slide was not visible in the housing window when the device was received. Found that the device was received with the needle cap attached to the bottom housing. Once the needle cap was removed, the cannula fully deployed. The data showed that the first priming sequence ended at 46 pulses and deactivation occurred at 59 pulses. The ratchet gear firing flat was in the expected vertical position at the completion of the second prime. Although the needle mechanism was reset and fired properly during the investigation, the reported event could not be determined.